Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an issue with the connector assembly is confirmed but the exact cause could not be determined from the video, photo sample, and physical sample that were provided. One photo sample of the proximal segment of a groshong nxt two-piece connector was provided for investigation. The grey proximal section of the connector was dislodged from the molded, winged over sleeve. One video sample was also provided for investigation. The video shows the grey proximal section of the connector present. The user appeared to be infusing a clear solution but was unsuccessful. The physical sample was subsequently provided for investigation. The red connector, white oversleeve, extension leg, and molded wing were returned without the metal cannula and its housing. A microscopic examination revealed that the features in the molded wing matched the features of the housing for the metal cannula. No damage associated with the manufacturing process was observed during the sample analysis and a review of the manufacturing records showed no evidence that the cause of the reported even was associated with manufacturing. It was reported that the connector was damaged when a 1cc syringe was used on the connector. The instructions for use (IFU) indicate to not use a syringe smaller than 10 ml. It appears that the damage to the connector was attributable to overpressurization. The 1cc syringe was used since the connector assembly could not be flushed, but the cause of the reported occlusion could not be determined without the metal cannula, its housing, and the remainder of the catheter; therefore, the cause of the complaint could not be determined. A lot history review (lhr) of redv1194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector assembly could not be flushed with 10cc syringe, then use 1cc syringe to flush and the connector assembly was found broke. Additional information received (B)(6) 2020: after the catheter placed on the patient, the user attempt to flush the connector assembly which is expected to connected with catheter outside the patient. However, the connector assembly could not be flushed with 10cc syringe, and then broke during flush with 1cc syringe.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector assembly could not be flushed with 10cc syringe, then use 1cc syringe to flush and the connector assembly was found broke. Additional information received 2/25/2020: after the catheter placed on the patient, the user attempt to flush the connector assembly which is expected to connected with catheter outside the patient. However, the connector assembly could not be flushed with 10cc syringe, and then broke during flush with 1cc syringe.